Event description:
O2 at 3l/min was administered and the issue resolved.

Manufacturer narrative:
The device was not returned for evaluation. A review of the appropriate device history records of the superdimension console indicates this device was released meeting all quality specifications.

Event description:
The patient developed hypoxia during index procedure.